Manufacturer narrative:
The device was returned to olympus for evaluation. An inspection was performed and found the bending section glue cracked on both the distal end cover and insertion tube. The device passed leak testing. Based on the investigation findings, the most likely cause of the reported event can be attribute to user handling. The instruction manual wars users: ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury.¿

Event description:
Olympus was informed that during an unspecified procedure, a sticky substance from the insertion tube of the device fell into the patient. It is unknown if the substance was retrieved. The physician also reported difficulty with inserting the device in the patient. Additionally, it was reported that the sticky substance was observed on several areas on the exterior of the insertion tube. The user facility wiped the insertion tube with 70% alcohol to remove the substance.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the user facility. On september 27, 2016 olympus received additional information from the user facility's endoscopy technician who reported that the foreign gummy substance was not noted on the scope prior to using it in the patient. The patient had some pre-existing abdominal symptoms;however, it is unknown if the symptoms were related to the substance found in the patient. The colonovideoscope did not contribute to the reported event. The scope was returned for evaluation only.